Manufacturer narrative:
The t:slim pump user guide states: if you select change cartridge from the load menu but do not complete the process within 3 minutes, the fill tubing alert occurs. Tap close to return to the screen you were on prior to the alert, and complete the tube filling process. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete fill tubing alert. The customer's blood glucose level was reportedly "high" but the customer could not recall the exact value. The customer changed supplies and delivered a corrective bolus. Tandem technical support reviewed the pump data with the customer and the customer acknowledged the explanation of the alert.